Event description:
It has been reported to philips that, system was showing "image disk full, delete images". Procedure was delayed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for when the issue occurred and the diagnosis procedure got delayed and completed using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full. Review of log file showed frontal ip-pc image disc problems. The fse reseated ippc disc and reformatted image drive. After reseating ip-pc and reformatting image drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.